Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant, the right ventricular lead exhibited bipolar impedance of 2600 ohms and high capture threshold at 3.5 v. In unipolar, impedance was 430 ohms and thresholds improved.